Event description:
Patient "playing" with a wall-mounted 500ml push-pump avagard dispenser in a patient room, product splashed in right eye, flushed with h2o, examined by resident on-call, no injury to patient.